Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy, during the first firing, the firing knob did not move and the surgeon could not fire the device. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. No patient injury.